Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from api proficiency samples. The investigation was unable to determine a definitive assignable cause. Due to the delay between the time of the event and the time the issue was reported to ortho, a definitive assessment to determine contributing factors could not be completed, and therefore, pre-analytical sample handling or a transient vitros reagent and/or instrument issue cannot be completely ruled out as contributing to the events. The assignable cause for the event is unknown.

Event description:
The customer observed multiple lower than expected vitros tsh results obtained from american proficiency institute (api) proficiency fluids tested on a vitros 5600 integrated system. Test event (B)(6) 2016: thy-11 vitros tsh result 5.94 miu/l versus expected tsh result 9.134 miu/l; thy-12 vitros tsh result 0.08 miu/l versus expected tsh result 0.162 miu/l; thy-13 vitros tsh result 1.32 miu/l versus expected tsh result 2.218 miu/l; thy-14 vitros tsh result 2.88 miu/l versus expected tsh result 4.447 miu/l; thy-15 vitros tsh result 16.60 miu/l versus expected tsh result 23.468 miu/l. Test event (B)(6) 2016: thy-12 vitros tsh result 5.460 miu/l versus expected tsh result 7.625 miu/l; thy-13 vitros tsh result 0.080 miu/l versus expected tsh result 0.236 miu/l; thy-14 vitros tsh result 1.210 miu/l versus expected tsh result 1.990 miu/l; thy-15 vitros tsh result 2.440 miu/l versus expected tsh result 3.791 miu/l . Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. Ortho was not made aware of any allegations of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report is number 1 of 2 MDR's for this event. Two (3) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).